Manufacturer narrative:
Device evaluation: the cycler was returned to the manufacturer for evaluation. A visual inspection of the exterior showed no signs of physical damage. The device was subjected to a simulated treatment test and completed without any failures. The valve actuation test and system air leak test passed without any problems. An internal inspection of the cycler found no visual indications of dried fluid within the cassette compartment. There were no visual indications of dried fluid within the cassette compartment. An investigation of the device history (DHR) records was conducted by the manufacturer. There were no issues or problems found during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control testing met all requirements. The investigation into the cause of the reported leak incident was not able to be confirmed. An evaluation of the returned device could not identify any malfunctions that would cause or contribute to the reported spark event.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during the ¿ready¿ screen, the cycler¿s screen was frozen and the buttons were not responding. The patient unplugged the cycler and plugged it back in, but there were some sparks from where the power plug was inserted into the outlet. The patient did not observe any smoke or burning smell. There was no visible damage to the power cord or plug. The patient had been using this cycler for about the past two years. The patient had been able to complete treatments with manual pd therapy until the replacement cycler was delivered. The patient has since received a replacement cycler and continues regularly scheduled pd treatments with the cycler without further issues. The cycler is being returned to the manufacturer for physical evaluation.